Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 585 mg/dl. Customer¿s current blood glucose was 224 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will be returned for analysis.